Event description:
It was reported that the user experienced a hypoglycemic event at bedtime after glucose trended from approximately 140 mg/dl to a low of 66 mg/dl over about three hours without an identifiable precipitating factor, and the user self-treated with an approximately 10 oz starbucks beverage containing about 34 grams of carbohydrate, returning glucose to range; no fingerstick confirmation or assistance was reported. Symptoms included hypoglycemia with dizziness, diaphoresis, and shaking/tremors. Outcomes included unexpected medical intervention in the form of oral carbohydrate administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, no specific medical device problem identified, and insufficient information to identify a device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.